Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the keypad ok button was damaged. The blood glucose level of the customer was unknown. The product will be returned for analysis.

Manufacturer narrative:
The insulin pump passed displacement test and selftest. No keypad anomalies noted during testing. Keypad unresponsive/button error alarm not confirmed. Pump received with cracked keypad overlay at select button.